Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. (B)(4).

Event description:
A biomedical engineer reported there has been an 'on going problem' with occlusions occurring about once a week for several weeks during cataract procedures. The procedures were completed with no harm to the patients. The product samples were not retained. Additional information was requested; however, none has been received to date.